Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri-52 lead, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds. The lead was found to be lying in the floor of the right atrium. The lead was repositioned to the right atrial appendage and remains in use. No patient complications have been reported as a result of this event.